Event description:
It was reported that a skinny patient had their device exposed after dehiscence. The patient's generator was explanted to allow the wound to heal. The patient's explanted generator was discarded. The device history records for the patient's generator and leads were reviewed. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional information is available to date.